Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The malfunction alarm was cleared, and insulin delivery was resumed successfully.